Manufacturer narrative:
Section d1 product long description of initial MDR indicates: lifepak(r) 15 monitor/defibrillator. Section d1 product long description of initial MDR should indicate: lifepak(r) 35 monitor/defibrillator. Section d4 catalog # of initial MDR indicates: 99577-002166 section d4 catalog # of initial MDR should indicate: 99335-000013 section d4 lot/serial no. Of initial MDR indicates: (B)(6). Section d4 lot/serial no. Of initial MDR should indicate: (B)(6). Section d4 model # of initial MDR indicates: 15 section d4 model # of initial MDR should indicate: 35 section d4 gtin of initial MDR indicates: (B)(4). Section d4 gtin of initial MDR should indicate: (B)(4). Section h4 manufacturing date of initial MDR indicates: 05/13/2024. Section h4 manufacturing date of initial MDR should indicate: 04/22/2024.

Event description:
The customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The customer has been provided with the replacement device. The customer's device was placed back into stryker stock.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.